Manufacturer narrative:
(B)(4). On what tissue type was the device used? Large lung mass stuck to chest wall at what location on the tissue? Chest wall. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 9th firing. During which stroke did the event occur? Locked out on reverse what color cartridge was being used? Green. What other color cartridges were used before and after this event? Green/white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher closing but thick tissue and was expected. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The release button and the spring popped off the device. What were the patient¿s pre-existing conditions? Lung mass does the patient have any relevant history of surgical treatments? If so, what? None noted. Did the device fire a complete cut and staple line?yes. Was the tissue damaged when the surgeon pulled the device off?yes, tissue was torn as a result of the stapler being stuck. How is the patient currently?not sure. Is the patient expected to have a full recovery? Yes, the ec45a device was received for analysis with the anvil closed and with a green reload present. The cartridge was received fully fired. The clamping mechanism was noted to be damaged as the release button was broken. One possible scenario for the described event is that a large force on the release button was applied. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was manually assisted to open the jaws and then, it was tested for functionality in the articulated position with a test cartridge and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Event description:
It was reported that during a right thoracotomy/chest wall resection procedure. The surgeon was removing a large mass from the chest wall. The surgeon noted that the device locked out. He tried to reverse the knife with the red release button, but the device would not open. The surgeon eventually fired through the lockout and when this was done, the release button and spring broke from the device. The device was stuck on the tissue. The surgeon pulled the device off of the tissue and reinforced with sutures. The patient was given one unit of blood.